Manufacturer narrative:
.

Event description:
The customer reported that the ventilator only works on battery power. The customer reported that the unit was in use on patient, but there was no patient harm.